Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported a patient with a 29mm 7300tfx mitral valve implanted five (5) years, two (2) months, underwent valve-in-valve procedure due to mitral stenosis. Tmvr was performed with a 29mm s3ur transcatheter valve. The patient was sent to recovery in stable condition.

Manufacturer narrative:
Added information to b5, b7, h6. The subject device was not returned for evaluation as it remains implanted. The device history record (DHR) review was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including diabetes mellitus and heparin induced thrombocytopenia.

Event description:
It was reported a patient with a 29mm 7300tfx mitral valve implanted five (5) years, two (2) months, underwent valve-in-valve procedure due to mitral stenosis. Patient presented with heart failure, shortness of breath, and tired/fatigued. Tmvr was performed with a 29mm s3ur transcatheter valve. The patient was sent to recovery in stable condition.